Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level due to the pump's settings. Customer consumed candy and orange juice to address the low bg. Customer declined to troubleshoot or follow up regarding the issue.